Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14627. It was reported that the patient presented for a pacemaker change. While the new pacemaker was hooked up to the leads and the physician working on closing the pocket, loss of capture was seen for 4 beats on the ventricular channel following noise oversensing. The physician had guessed it may had been from a possible air pocket in the header. The physician unscrewed and rescrewed the right ventricular lead back into the header. No more loss of capture was seen afterwards. No further changes were made. The patient was stable.